Event description:
It was reported that during a lap cholecystectomy procedure, the device clips kept falling off the vessel. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). Info is unavailable; device was not returned for evaluation..